Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the returned guide wire. The guide wire was returned with no blood visible and with contrast on the teflon coating consistent with preparation. The reported peeling was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that the reported peeling appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before the hi-torque command guide wire was inserted into the sheath, the distal end of the tip was observed to be peeling. The device was not used. There was no patient involvement and no reported clinically significant delay in procedure. Another ht command was used as replacement. No additional information was reported.